Manufacturer narrative:
(B)(4).

Event description:
It was reported that the atrial lead exhibited noise. The noise could not be reproduced during evaluation in the clinic. The device was reprogrammed. The patient was asymptomatic and would continue to be monitored.